Event description:
A customer reported that during a procedure, a system message displayed and infusion was unavailable. The patient's pressure was maintained manually by the nurse and the case was completed w/o patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).